Manufacturer narrative:
The investigation found no evidence that the vitros bubc slides did not perform as intended. Ocd field service investigated and made necessary repairs to the incubator and optics, returning the vitros 250 to expected operation. The root cause of this event is instrument related.

Event description:
The customer obtained falsely low vitros nbil results (using vitros bubc slides) on two samples from a single pt processed on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer questioned the initial results and requested an alternate sample which produce expected results. Both the initial and repeat results were reported. There were no reports of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.